Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: during the case, when the orvil was inserted orally, the device felt stuck at the part of the pharynx, and then the tube detached. The anvil remained in the esophagus. The anvil was retrieved. Additional tissue resection and manual suturing were done.